Event description:
A taxus express 2 during eluting stent was implanted into the right descending coronary artery. About three hours after the stent procedure, the pt had a massive heart attack. The pt was taken back into the cathlab and what was determined was a massive mi had formed in the stent lumen, blocking all circulation distal to the stent. Over nine other stents were used to restore flow distal to the original stent but all attempts were unsuccessful. The pt was sent home after several days in the hospital. The pt died of heart failure twenty three days after the stent procedure. Was seen in e.r. Medical ctr twice after returning home. Pt was having all the symptoms of heart failure but was diagnosed as a low grade urinary tract infection.